Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). If the device or further details are received at the later date a supplemental medwatch will be sent. No specific patient information regarding events has been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products / ethibond & prolene sutures, involved contributed to the adverse events described in the article, specifically: gastric fold herniation, trocar site hernia; band leak; gastric stenosis, readmission to hospital, surgical treatment? If yes, provide details of event and specific suture product type. If yes, 1 patient with gfh had prolene. Clarify if the prolene was used where other complications occurred. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for devices used, ethibond & prolene suture?

Event description:
It was reported in a journal article that the patient underwent a laparoscopic adjustable gastric banded plication/lagbp on unknown date and the suture was used in 2-layer plication. First layer of plication was done by interrupted suture and second layer by continuous suture. The patient experienced post-op complications requiring readmission including trocar site hernia, band leak, gastric stenosis or gastric fold herniation. It was possible that the patient developed residual intra-abdominal abscess and was treated by image-guided drainage or infection was not controlled successfully. It was possible that the common presenting symptoms were unrelenting abdominal pain and vomiting, and fever was suggestive of a coexisting intra-abdominal infection with concomitant gastric necrosis or perforation. The abdominal CT scan found a diverticulum- like lesion protruding from the plicated stomach. It was also possible that resection of necrotic gastric fold with linear stapler or immediate repair of the perforated gastric fold after deplication were conducted. The adjustable gastric band possibly was removed due to persistent infection and uncontrollable sepsis. Additional information has been requested.